Manufacturer narrative:
Upon further review, the reported issue has been deemed not reportable as the device was outside of clinical use when the reported event occurred, and therefore does not present potential risk of patient harm or injury.

Manufacturer narrative:
B4:01jun2021. Per field service engineer (fse), problem description says blank screen and machine and proximal pressure sensors failed error code. The device powered up. The device also had no paid options. The device had been sent in for repair by the customer. The (fse) was told by bench repair that there were machine and proximal pressure sensors failed errors. Diagnostic report analysis completed. Some machine and proximal pressure sensors failed errors on an earlier date (while the device was at bench repair). The paid option was added, the device is ok. Most likely, machine and proximal pressure sensors failed was because of a loose data acquisition da to motor controller mc cable.

Manufacturer narrative:
B4:(B)(6) 2021.

Event description:
The customer reported blank screen with the machine and proximal pressure sensors failed. The customer reported that the unit was in use on the patient, but no patient harm was reported.